Event description:
The customer reported to beckman coulter (bec) that their coulter lh 750 hematology analyzer was leaking a few ml of cleaner from an unknown source. The leak was not contained within the instrument. The leak was noticed in dried form prior to running morning startup. The instrument did not leak during use. The customer was wearing gloves and a laboratory coat at the time of the event. There was no biohazard exposure to mucous membranes or open wounds. Per customer, there was no impact to patient results due to the leak. All samples were analyzed on another instrument across the street and all results correlated.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found the sample tubing on the flow cell was leaking. The fse replaced the tubing to resolve the leak. Following the tubing replacement, a startup and controls were run and results were within specifications. Failure mode was leaking sample tubing at the flow cell. (B)(4).